Manufacturer narrative:
(B)(4). G2: foreign - event occurred in denmark. H6: proposed component code: mechanical (g04) ¿ rasp the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that upon inspection of the rasps to ensure there was no residual metal in threaded holes, sixteen rasps were found to have metal debris. This has occurred on rasps with a higher finish and they seem to be lacking the finishing or cleaning of the threaded hole. All rasps were thoroughly inspected and all small debris removed; rasps were approved by the leader of the sterilization department. There was no patient involvement. Attempts have been made and no further information has been provided.